Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a software failure (communication process not working or reacted too late). In consequence (correction) test software checks and calibrations were performed and the device was monitored. The issue did not reoccur. There was no patient or user harm reported.

Event description:
One of our staff went to use a g5 today (B)(6) and received a high priority technical fault alarm (tf: 9921 and tf:9927) while the device was in standby. I exported the event log from the test menu (attached the files here). We are going to keep it out of service until we hear otherwise. After turning it off and then on again the alarm did not reoccur.